Event description:
It was reported that the right ventricular (rv) lead had displayed no capture or pacing on the hospital floor monitor, however when an interrogation was then run ventricular capture was displayed and it was noted that no device or lead performance issues were observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID: dtba1d1 crt-d, date of implant (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.